Event description:
The affiliate alleged, the customer stated some employees experienced adverse reactions such as pain and red eyes with tearing, headache, burning sensation in the throat and in the nose, nausea, and dizziness. The customer stated the same protocol used for handling the former cidex solution was also used for cidex opa. The employees wore personal protective equipment (ppe): rubber gloves, protective eyeglasses, chemical mask, and impermeable apron. The product is stored, taped and identified properly, following the expiration date and the concentration test. The customer stated that the facility has a chemical disinfection room with exhauster, refrigeration and with air renewing system. The facility also uses an automatic drier. Multiple attempts were made in trying to contact the affiliate for more information but were unsuccessful. At this time, it is not known how many employees were involved or of their health conditions.

Manufacturer narrative:
Inhalation.